Event description:
Device issue: none. Adverse event: vessel dissection requiring intervention. Time of adverse event: during the procedure. It was reported that after the deployment of the 3.5 x 15 rx xience v stent, a dissection was observed in the proximal left anterior descending artery (lad). A 3.0 x 12 xience v stent was deployed to treat the dissection. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.